Event description:
Same case as MFR report #: 2134265-2010-05345. (B)(4) clinical trial. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The index procedure treated five target lesions. Target lesion one was a 3.0x18mm, 90% stenosis of the proximal rca (right coronary artery) treated with direct stenting using a 3.0x20mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a 3.0x18mm, 70% stenosis of the mid rca treated with direct stenting using a 3.0x20mm taxus liberte stent resulting in 0% residual stenosis. Target lesion three was a bifurcated, 2.5x10mm, 90% stenosis of the 2nd om (obtuse marginal) treated with direct stenting using a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion four was a bifurcated, 2.5x18mm, 90% stenosis of the distal lcx (left circumflex) treated with predilation, placement of a 3.0x20mm taxus liberte stent, and post dilation with an apex balloon with 0% residual stenosis and a grade a dissection. The dissection was attributed to either the apex balloon used for post dilation or the 3.0x20mm taxus liberte stent and required placement of a bailout 3.0x20mm taxus liberte stent in the proximal lcx (target lesion five) with 0% residual stenosis. The event was resolved without residual effects and the patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).